Manufacturer narrative:
The specific model, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Letter from attorney alleges an unmanned scooter rammed into his table, upended it, and the device proceeded to continue to ram several times resulting in injury.